Manufacturer narrative:
The returned device was received on (B)(4) 2015. The device was intact and all components were properly affixed to the device. The device met all functional specifications. The slight flattening/compression on the left side of the foam bumper suggests that there was compression from an outside force (such as over-tightening, downward pressure or improper positioning) causing inward pressure against the patient's lip. It is unknown whether the patient was checked with the frequency recommended in the IFU to minimize the risk of pressure ulcers.

Event description:
It was reported that while using an anchorfast oral endotracheal tube holder, a patient developed a pressure ulcer just above the upper lip. The patient was admitted to the hospital on (B)(6) 2014. The anchorfast oral endotracheal tube holder is believed to have been on the patient for 10 days. The foam spacer of the device was noted to have compressed to almost flat in the middle and on one corner. An unstageable pressure ulcer with black eschar approximately the size of the foam spacer was noted. The patient died of unrelated causes - no medical or surgical intervention was reported.